Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint was confirmed and the cause is use related. The product returned for evaluation was a 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter split was located between the 32cm and 33cm depth marking, and the observed damage which is characteristic of this failure type included: circumferentially aligned split in the catheter, rounded fracture edges, impressions from material buckling near the fracture site, overall elliptical shape to the fracture cross-section, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reyf1475 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that there were outflows 5.5 cm above the puncture site of the catheter inside the body. Therefore, it was removed. On (B)(6) 2016 - the leak was found during maintenance of the catheter. Nurse found that saline was coming out from the inside of puncture point during flushing of the catheter. The nurse removed the catheter from the patient.